Event description:
During an in clinic follow-up, inappropriate defibrillation therapy was delivered for atrial tachycardia due to poor morphology scores. The physician did not allege malfunction of the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.